Event description:
Ambulatory infusion pump infused heart medication (dopamine) over 8 hours instead of the programmed 24 hours. Program checked by an rn and verified to be correct (24 hour program). However, pump infused over 8 hours.